Event description:
The technician indicated that the bed has no ground.

Manufacturer narrative:
The technician found the ground wire was disconnected in the ac power cord plug. The technician reconnected the wire to repair the bed.